Event description:
It was reported that one week post op of a sleeve gastrectomy procedure, where a serosal tear was found and oversewen, a leak was found on the staple line. The surgeon treated the leak non-surgically, with a drain and meds. The pt is okay.

Manufacturer narrative:
Date sent: 10/02/2007. Information not available, device not returned for analysis.